Manufacturer narrative:
An investigation has been initiated based upon the reported incident. (B) (4).

Event description:
The user facility reported that during a craniotomy for a chiara malformation, the pt was positioned in the prone position with the three point skull clamp applied and fixed in the radiolucent head frame. After tightening the positioner in place; the pt's head fell out of the frame, causing a 3-4 cm laceration to the head. The facility also reported that during the procedure, a codman disposable skull pin was used with the mayfield radiolucent headrest system.